Manufacturer narrative:
Per visual inspection: cartridge holder minor crack, no physical damage to front shell. The inpen paired to the commercial app with small pairing dose. The inpen screw retracts when dialing and intermittently advances when turning while dispensing and dialing noted. Hard to dial more than 4 units. The screw is not bent. The dose button was removed and small amount of dust/debris under the dose button, on washer, on the dose detent, dose window and dose knob. Inpen was cut open on the dose knob and visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew anomaly. In conclusion: deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew to retract. This can affect insulin delivery. Therefore, the customer complaint of leadscrew anomaly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported inpen dialer was not working as insulin was not dispensed when plunger pushed back. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and will be returned for analysis.